Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recently exhibited atrial tachycardia (at) oversensing, in addition to variable r-wave amplitude measurements and noisy artifacts on the shock channel. Previously, this patient had also received inappropriate anti-tachycardia pacing (atp) for at. The physician extended the detection duration and forwarded the device data to boston scientific technical services (ts) for review. Ts discussed that there were isolated episodes of p-wave oversensing, with variable rhythm morphologies. Additionally, the one-year right ventricular (rv) lead trend showed consistently low intrinsic amplitude measurements, and the threshold measurements were variable. All the lead impedances were stable and in-range. Ts recommended thoroughly assessing the rv lead integrity and position via diagnostic imaging, provocative maneuvers, and isometrics. Ts also provided programming recommendations to prevent further inappropriate atp delivery. At this time, this ICD remains implanted and in-service. No adverse patient effects were reported.